Event description:
The contact stated the customer tested her blood glucose using 2 contour meters and received readings of 15.1 and 13.8 mmol/l. He stated that she had been fasting for 12 hours prior to testing her glucose. The customer performed 2 more blood glucose tests while troubleshooting and received readings of 15.1 and 29.5 mmol/l. The contact was irate and uncooperative. He refused to provide any information about whether the customer had experienced any adverse events. The contact was advised to seek medical attention if the customer felt ill in any way. This complaint is to be reported per bayer's policy as the contact threatened legal action, even though there was no indication of a product problem or adverse event. The contact ended the call and it doesn't appear that the meters will be returned for evaluation.

Manufacturer narrative:
The serial number for the other contour meter is 5252059. It has the same product and a manufacturer date of 12/2005.